Manufacturer narrative:
Examination of the returned device confirmed an unidentified pin was stuck in one of the twelve drill holes. The pin could not be moved from the drill hole for inspection. Further examination of the block showed evidence of damage/burring around the drill hole. A functional check confirmed the eleven remaining drill holes were functional with no obstructions. The overall condition of the cutting block suggests moderate usage. A two-year complaint database search against product 249256000 tibial resection block 7 deg found one additional report of pin hole damage. The root cause is attributed to suspected misuse. No evidence was found indicating tibial resection block 7 deg error was a contributing factor. Based on the root cause determination of product wear out, suspected misuse and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The drill pin was jammed in cutting block.